Manufacturer narrative:
The hvad is used for treatment not diagnosis. The patient went to an outpatient visit and reported some low flows. The manufacturer's representative tried to adjust the alarm settings but this was not possible. The controller was exchanged and returned to the manufacturer for evaluation. The controller ((B)(4)) passed visual and functional testing. System testing did not indicate any abnormal operation of the controller connectors. The inability to adjust alarm settings could not be confirmed nor duplicated at the bench level. Alarm settings were adjusted without problem. A review of the controller log files revealed vad parameters within normal operating range no alarms were logged for the reported event date. The root cause of the reported event could not be conclusively determined as the device functioned per specification. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient went to an outpatient visit and reported some low flows. The ventricular assist device (vad) coordinator tried to adjust the alarm settings but this was not possible. Preliminary log file analysis revealed normal vad operation. The facility performed a controller exchange, removed the device from service and provided the patient with a replacement. The controller was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.